Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had pump errors. The customer states the pump keeps going into rewind mode. The customer's blood glucose level was 121mg/dl. Troubleshoot was unable to be conducted at the time of call. The customer was attempted to be reached during call back, but no answer.